Event description:
Ous MDR - after an implantation time of about 50 months device replacement was reported due to an elevated level of battery depletion. The device was explanted and returned for analysis. No worsening of the patient's health was reported.